Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
During impaction of the acetabular liner, the threads of the straight inserter fractured. There was no patient injury or delay in the procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned inserter was conducted. It was confirmed that the distal threads were fractured. The material hardness was obtained. The average hardness was found to be conforming to specifications. Fracture analysis and material composition analysis were performed by the sem lab. Fracture analysis of the part suggests that the thread fractured at the most distal full thread possible primary overload fracture starting at the lower side and propagated across to the higher fracture surface. It appeared that only 1-2 turns of thread were engaged at the time of the fracture. It was concluded that when only 1 or 2 threads are engaged, the impact load is concentrated on those few threads making them more likely to fracture. The material was confirmed to be conforming to specification. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.